Event description:
It was reported that the patient observed fluid leaking from the cartridge and connector while using the system; the patient confirmed that the connector and tubing were attached correctly, and they were advised to replace supplies and complete a supply change, which they opted to perform without assistance. Blood glucose was not affected at the time of call. Symptoms included no reported clinical effects. Outcomes included no alarms and no escalation to emergency care. Investigation included remote troubleshooting and user education focused on supply replacement and connection verification. Investigation of this case revealed a suspected leak associated with the cartridge-to-connector interface; no functional device alarms were reported, and no additional failure indicators were identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or a component interface issue that resolved with supply replacement.

Manufacturer narrative:
Initial.